Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrections: the correct model # is ci24r (cs); not ci24re (ca) as previously reported. (B)(4). The correct date of implantation is (B)(6), 2001. This report is filed (B)(4), 2011.

Event description:
Per the clinic, the device was explanted due to pain and discomfort experienced by the patient. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.